Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had broken foceps wire. The event occurred during an  endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using an evis x1 video system center and there was no delay in the procedure. There were no reports of patient harm. Inspection and testing of the returned device found the illumination lens adhesive detached. There is a gap in the glued end or dirt has entered the lens through the gap. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Cuts were observed in the forceps wire due to external factors. In addition, the device evaluation also found water tightness was not maintained due to perforation of the forceps channel; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the insertion tube was discolored; there was wrinkles in the insertion tube; the curved rubber adhesive part was missing; there was cracking of the illumination lens; the adhesive part of the lighting lens had come off; the air/water supply cap (water pipe) was loose; there was discoloration of the tip body adhesion part; there was water on the electrical connector; peeling of the paint was noticed on the air/water supply cylinder; peeling of paint was noticed on the suction cylinder; and the scope connector label was peeling off. The insertion tube; the tip cover; the operation part; the switch 1; the switch box; the suction cylinder; the operation unit; the up/down knob; the up/down angle fixing lever; the right/left knob; the grip; the universal cord; the operation part side oredome of the universal cord part; the scope connector side oredome of the universal cord; the scope connector; and the right/left angle fixing knob were all scratched. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The root cause of the event could not be determined. Since the actual product was not sent to the legal manufacturer, the cause cannot be specified, but the defected item in use may be due to stress or it is presumed that this is due to external factors and handling. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted if additional information becomes available.